Event description:
The patient received her scs system on (B)(6) 2008. It was reported that the patient was not receiving stimulation. The patient had not charged the ipg for over a year. The ipg would not communicate with the charging system or the patient programmer. The ipg was explanted and replaced on (B)(6) 2010. The explanted ipg was returned to the manufacturer for evaluation. No additional information is available at this time.

Manufacturer narrative:
The ipg was returned unable to communicate with external devices. The ipg had not been recharged per the dfu and, the battery had depleted below the threshold from the threshold from which it could be recharged. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.